Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received readings of 3.90 mmol/l, 3.40 mmol/l, 6.40 mmol/l and 4.40 mmol/l were obtained on the sensor compared to readings of 9.00 mmol/l, 6.60 mmol/l, 8.90 mmol/l and 9.80 mmol/l obtained on the competitor meter on an unspecified date. It was further reported that customer was given incorrect dose of insulin due to the sensor readings that led to mismanagement of diabetes. Customer experienced symptoms described as "lost consternation, dizziness with sharp pins and needles in his head, was very down and hardly could walk on his own". Customer had contact with family doctor and stated that "they were working on the issue". No further information was reported and attempts to gather additional information has thus far been unsuccessful. It is unknown what, if any treatment was provided. There was no report of death or permanent impairment associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer received readings of 3.90 mmol/l, 3.40 mmol/l, 6.40 mmol/l and 4.40 mmol/l were obtained on the sensor compared to readings of 9.00 mmol/l, 6.60 mmol/l, 8.90 mmol/l and 9.80 mmol/l obtained on the competitor meter on an unspecified date. It was further reported that customer was given incorrect dose of insulin due to the sensor readings that led to mismanagement of diabetes. Customer experienced symptoms described as "lost consternation, dizziness with sharp pins and needles in his head, was very down and hardly could walk on his own". Customer had contact with family doctor and stated that "they were working on the issue". No further information was reported and attempts to gather additional information has thus far been unsuccessful. It is unknown what, if any treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.